Manufacturer narrative:
On (B)(6) 2021, infutronix confirmed with the service provider that the affected device was lost in transit and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021, a distributor of infutronix reported an issue on behalf of an end user: "a leak coming from the tubing 4/5 inches away from the catheter site." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.